Event description:
The patient was undergoing an atrial lead repositioning, a biotronik screwdriver was used to loosen the atrial set screw, the screw came out of the pacemaker header attached to the screwdriver, the operator reported they could not remove the screw from the screwdriver. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).